Event description:
Clinical study. Same case as MFR# 6000089-2006-01298, -01297. The pt was admitted 5 days preceding the index procedure with stable angina, ccs class ii and a large area of moderate reversible ischemia inthe inferolateral wall per spect scan. The pt was subsequently enrolled in the registry. Target lesion 1 was a de novo lesion in the first obtuse maginal (om1) with 90% stenosis. It was 2.5mm wide and 10mm long. The om1 was dilated with a 2.0 x 20mm balloon and treated with a 2.5 x 12 taxus liberte stent resulting in 0% residual stenosis. Target lesion 2 was a de novo lesion in the mid/distal lcx with 90% stenosis. The lesion was 3.5 mm wide and 30 mm long. The mid/distal lcx was direct stented with a 3.5 x 32 taxus liberte stent with 0% residual stenosis. Target lesion 3 was a de novo lesion in the proximal lcx with 70% stenosis. The lesion 3.5 mm wide and 26 mm long. The proximal lcx was direct stented with a 3.5 x 28 mm taxus liberte stent with 0% residual stenosis. The pt was discharged 2 days later on plavix and aspirin. At the time of the 12-month contact, the pt's family reported that the pt died on day 349 from cancer. In the opinion of the physician, there is no relationship between the death and the stent. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplmental medwatch report will be filed.